Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("expulsion"), psychological trauma ("psych injury"), fatigue ("fatigue"), anxiety ("anxiety"), abdominal distension ("bloating") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, device expulsion, psychological trauma, fatigue, weight increased, anxiety, abdominal distension and inflammation had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, inflammation, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Discrepancy noted in essure insertion date - (B)(6) 2013 (as per ppf) and (B)(6) 2013 (as per summons).. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Previously reported event ¿injury to herself¿ was updated to following events¿ abdominal distension, abdominal pain, anxiety, device expulsion, dysmenorrhea, fallopian tube perforation, fatigue, inflammation, menorrhagia, pelvic pain, psychological trauma, did not undergo confirmation test and weight increased¿. Reporter, demographics, essure indication and insertion date updated and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.